Event description:
It was reported that the patient experienced withdrawal with symptoms including dizziness, nausea, vomiting, and high blood pressure. It was also reported that there was erosion at the pump pocket. There was less volume in the pump than expected. No expected or actual reservoir volumes were reported. The patient was denied refill and dismissed ny their physician without troubleshooting. The physician believed the patient took the medication out of the pump. The skin over the pump was scratched and purple. No patient outcome was reported. The drug contained in the patient's pump was not reported. Additional information has been requested from the healthcare provider, but was not available as of the date of this report.